Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced a needle mechanism failure with the pod. Specific details regarding the malfunction was not provided. Pod was not worn.

Manufacturer narrative:
The device was received fully deployed. No timeouts or drive stalls were seen in the download data. Inspection of the device found no damages or defects that would cause a needle mechanism failure.